Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the up key responded intermittently. The keypad was fully intact and was removed to investigate. Evidence of keypad contamination was located under the "contrast" and "up" contact buttons. Unrelated to this complaint, a visual inspection of the battery compartment revealed a compartment crack from threads to case seal.

Event description:
The reporter contacted animas on (B)(6) 2012, and stated the up arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.